Event description:
The patients ipg reportedly was no longer communication with the charger and patient no longer had access to therapy. Patient underwent surgical replacement on (B)(6) 2022 and therapy was restored post-op.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
An event of inoperable ipg was reported to abbott. The ipg was explanted and replaced due to communication issues with the charger. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.